Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The dislodged stent was confirmed. The failure to advance, stent damage and resistance was unable to be replicated as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other incidents. The failure to advance, resistance and stent dislodgment were likely due to anatomical conditions. The investigation determined that the reported difficulties were due to case circumstances and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left iliac. The 8.0 mm/59 mm otw omnilink stent delivery system (sds) was advanced; however, would not advance over the aortic arch. During retraction of the sds the stent caught on the lip of the introducer sheath and dislodged from the balloon inside the sheath. The sheath, with the first 3/4 of the stent implant inside, was removed from the anatomy; however, the remaining 1/4 of the stent (still intact) had to be removed with the fingers as it was elongating. The decision was made not to continue treatment and the procedure ended. There were no adverse patient sequela reported. No additional information was provided.